Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : a2dr01 ipg, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient experienced dizziness and, at the one-week post-implant follow-up, the right atrial lead was noted to be dislodged and not capturing. A chest x-ray was ordered and the lead was programmed off. The lead was subsequently repositioned and remains in use. No further patient complications have been reported as a result of this event.